Event description:
Reportedly, the image went out during a procedure. There were no injuries to the patient reported. The procedure was completed with another scope. This is being reported in an abundance of caution.

Manufacturer narrative:
The device was returned for evaluation. The scope is under evaluation. The exact cause of the incident is not known at this time.